Manufacturer narrative:
(B)(4). Date sent: 1/12/2024 d4: batch #284c72 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60g device arrived with no apparent damaged and with two reloads (b and c) present. The reload b was received fully fired with no apparent damage and reload (c) was received fully loaded with staples. The device was tested for functionality with the returned reload (c) and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 284c72, and no non-conformances were identified.

Event description:
It was reported that during a koch pouch continent ileostomy procedure that when the surgeon fired the stapler the staples did not form and were left in the "goal post" shape. Stapler was reloaded with a new cartridge and fired again over the same tissue. Stapler fired correctly but surgeon over sewed the staple line for reassurance. Later in the procedure a second stapler was opened and on the first firing attempt the staples did form and were left in the "goal post" shape. There were no adverse consequences for the patient. Stapler was reloaded with a new cartridge and fired again over the same tissue. Stapler fired correctly but again the surgeon over sewed the staple line for reassurance. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4 batch # 332c05. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.